Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient's cgm was reading 170 mg/dl, and the bg meter reading was 50 mg/dl. The patient reported feeling nausea and stated her "surroundings started to spin". The patient called her neighbor for assistance who stayed with the patient for approximately 1 hour. The patient was given pineapple juice as treatment. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect: clinical code: e0905 vertigo.